Event description:
The primary nutrition tubing set (list number 12539-05) was found to have a hole in it. This was noted when the rn attempted to prime total parenteral nutrition (tpn) through the tubing and found that it leaked.